Event description:
The patient reported pain at the pocket site. During the explant procedure, it was determined that the patient had an infection at the pocket site. The physician decided to explant the system.